Event description:
Per the audiologist, patient experienced decrease in performance. Results of integrity test done in 2008 indicate unusual tracings. Patient reported experiencing pain when wearing the external processor; patient was advised to discontinue use. A CT was done (date not reported) and showed the device in proper position with no evidence of electrode migration or any other process which might impact the function of the device.explant has been recommended by the surgeon, but has not been planned as of the date of this report.